Event description:
As reported, during a total extra-peritoneal procedure the sorbafix enhanced fixation device was used to fixate non-bard/davol mesh at cooper's ligament. It was reported that the third fastener could not be inserted into the tissue and there were loose fasteners which removed from the patient's body. It was reported that the device got stuck and couldn't deploy the fasteners. It was also reported that the surgeon dry fired the device to check if the problem recurs. The procedure took slightly longer time and completed using another set of instruments. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners failed to fixate the mesh in cooper's ligament and device jammed. Review of the photos shows four loose fasteners one of which is damaged having a flattened tip. Review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 711 units released for distribution in july 2023. Based on the information available root cause for the reported failure to fixate is attempting fixation into the coopers ligament. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device". Not returned.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners failed to fixate the mesh in cooper's ligament and device jammed. Review of the photos shows four loose fasteners one of which is damaged having a flattened tip. Review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july 2023. Based on the information available root cause for the reported failure to fixate is attempting fixation into the coopers ligament. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device". Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. Evaluation of the sample finds the cannula shaft to be bent. This caused the device to jam and is unable to fixate the mesh. Resistance and forces applied while attempting to fire the device with the bent cannula resulted in internal gear deformation. The components are found to be damaged from applied forces while attempting fixation into coopers ligament. No manufacturing anomalies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a total extra-peritoneal procedure the sorbafix enhanced fixation device was used to fixate non-bard/davol mesh at cooper's ligament. It was reported that the third fastener could not be inserted into the tissue and there were loose fasteners which removed from the patient's body. It was reported that the device got stuck and couldn't deploy the fasteners. It was also reported that the surgeon dry fired the device to check if the problem recurs. The procedure took slightly longer time and completed using another set of instruments. There was no reported patient injury.